Event description:
I had the essure procedure done on (B)(6) 2011, had the hsg test done in (B)(6) 2011. I was confirmed blocked and on (B)(6) 2012, I found out I was 5 months pregnant and delivered (B)(6).